Event description:
Received info regarding a cartridge alarm 19 during the load process. Reportedly, the customer might have gone out of sequence during the load process; however, it was uncertain. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.